Manufacturer narrative:
Manufacturer's investigation found that the vl completely custom kit was packaged with an incompatible fiber. A customer service order entry error occurred at the time the account order was placed. (B)(4)

Event description:
Account reported that the bright tip fiber of a vari-lase completely custom kit burned the end of the catheter during a procedure, and the segment of the broken catheter was left in the patient. It was reported that the tip of the catheter was left in the patient, and the lesser saphenous vein was subsequently treated.